Event description:
On 12 aug 2008, the distributor reported that on an unknown date, it was identified that the rod caliper had a screw that was broken, and the product was non functional. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Evaluation is pending.